Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient returned to work they were using a mail sweeping machine, and when close to it the patient received shocking sensations near their implanted device. It was noted that close proximity to a running motor may have led or contributed to the issue. The patient was advised to remain a normal user distance away. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use.